Manufacturer narrative:
Product event summary: analysis was able to confirm the stated reason for return of the screen being blurry and very slow and additionally noted that there were errors in the update history. The micro processor unit board as well as the radiofrequency head's label were replaced, the touch screen calibrated, new software was installed, the device was cleaned and it then passed its electrical safety test as well as all final functional and systems tests.

Event description:
It was reported that the programmer's screen was blurry and very slow. The programmer was changed out for another. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.